Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the suction irrigator began making an odd noise during irrigation and overheating. The staff have stated that the suction irrigator appears to overheat to the point of smoking. The batteries have been so hot, they cannot be touched. Therefore, there was a thermal event.

Manufacturer narrative:
The device was discarded and was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheating battery and smoking probable root cause for smoke smell or flames coming from device: 1. Insulation melting, 2. Excessive cauterization, 3. User error, 4. Nonconforming electrical components. Probable root cause for overheating: 1. Material/design error, 2. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction irrigator began making an odd noise during irrigation and overheating. The staff have stated that the suction irrigator appears to overheat to the point of smoking. The batteries have been so hot, they cannot be touched. Therefore, there was a thermal event.